Manufacturer narrative:
Alleged failure: implant broke during inserting. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) excessive force applied on cmi, 2) user inadequately prepared cmi for repair, or 3) user over-clamps implant. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke. Additional information confirmed no pieces were left floating in the joint.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. PMA/ 510(k) number will be supplied in the follow up report.

Event description:
It was reported that the device broke. Additional information confirmed no pieces were left floating in the joint.